Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the sensor had a missing electrode. The physician believed the electrode remained in the customer's body. The customer's blood glucose was unknown. The sensor will be returned for analysis.